Event description:
The customer contacted global technical services (gts) regarding a check supply line alarm that occurred on the homechoice (hc) unit during use. The technical services representative (tsr) checked the programming on the hc. The hp was to have a last fill of 2000ml. The hp had completed 4 fills and only the last fill was remaining and had reused supplies. Tsr instructed hp to complete a manual fill for the last fill of 2000ml that was programmed. Hp had already completed everything else. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Product surveillance contacted the home patient's nurse on (B)(6) 2012 and she said that as far was she knows the patient is completing therapy successfully. She said another nurse saw her (B)(6), but she also works with the patient. She said she would follow up with the other nurse who saw the patient (B)(6). There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.